Manufacturer narrative:
H3, h5 and h6 codes: updated. The suspect device was returned for evaluation. A lot of history review was conducted, and no related nonconformances were identified. Visual inspection revealed no anomalies. Functional and electrical testing were performed, with no issues detected in relation to the reported event. The reported problem could not be confirmed.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that when touched, the blanket causes an electric shock. There was patient involvement.